Manufacturer narrative:
Manufacturer received a copy of the incident report with reference number: (B)(4) on dec 21, 2015 it is possible that this case could be related to the report submitted previously in 2014, our reference: (B)(4). The device not returned.

Event description:
The manufacturer was notified on (B)(6) 2015 that a patient who has mitroflow valve (12a19) died on (B)(6) 2008 due to general cardiac insufficiency and early degeneration of aortic bioprosthesis, size 19mm. No further information was provided.

Manufacturer narrative:
Because the device was not returned and no further information was available, livanova's investigation was limited to a review of the device history records. The complete manufacturing and material records for the subject valve were pulled and reviewed by quality control at livanova (B)(4) corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for the mitroflow aortic pericardial heart valve, 12a, size 19 at the time of manufacture and release.